Event description:
It was reported that the user experienced repeated dexcom g7 connectivity issues limited to the ilet, including pairing failures and intermittent signal loss, while the dexcom app maintained signal; during the call the user reconnected and resumed cgm readings, with a reported glucose of 308 mg/dl, and then declined further assistance. Symptoms included hyperglycemia. Outcomes included temporary interruption of cgm data to the ilet and user inconvenience. Investigation included review of the event description and troubleshooting and education with the user. Investigation of this case revealed that connection was restored during the interaction and cgm data resumed. It was concluded that the event involved cgm-to-pump communication disruption with recovery after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.